Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analyst commented, device partial reset due to watchdog timeout (wdto status) occurred (B)(6) 2008. Partial reset correct bit flip but data started logging into incorrect address due to incorrect pointer. Requires manual guided reset. (B)(4).

Event description:
It was reported that during the interrogation of the implantable pulse generator (ipg) an error message appeared that indicated: "saved the pacemaker data in a disk for further analysis, and please contact with the vitatron representative. Remain with the programming session. The information of the useful of the battery and the resetting of the device can be incorrect." It was also reported that a partial power on reset (por) had occurred. The ipg remains in use, and a manual guided reset was advised. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the manual guided reset was performed and cannot find any anomalies and device is working properly, no further actions need to be taken.